Event description:
It was reported that the bd ultra-fine¿ insulin syringe had a damaged shield/cap. The following information was provided by the initial reporter, translated from japanese: "this report is about a damaged cannula shield. One product had a damaged shield (orange cap)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-aug-2023 . H6: investigation summary customer returned (1) 0.3ml 29ga 1/2 inch syringes loose from unknown lot#. This report is about a damaged cannula shield. One product had a damaged shield (orange cap). The returned sample visually examined and observed cannula shield damaged. Due to unknown batch number, no DHR can be completed. Based on the return samples, embecta was able to confirm the customer indicated issue. Unable to perform review of the device history record and leading 2lean (l2l) due to lack of batch record information. Therefore, a definitive a definitive root-cause could not be determined.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had a damaged shield/cap. The following information was provided by the initial reporter, translated from japanese: "this report is about a damaged cannula shield. One product had a damaged shield (orange cap)."